Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd smartsite¿ extension set had blockage issues. The following information was provided by the initial reporter: "unable to flush or aspirate extension set through needle-free valve".

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that they are unable to flush the extension set. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 21079212 was performed. The search showed that a total of 26,403 units in 1 lot number was built on 22jul2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Even though no sample/photo was received and failure could not be confirmed, a CAPA (corrective action preventative action) 1998036 has been initiated to investigate the customer¿s reported failure mode. A trend for this occlusion issue has been identified for this product line, and a team has been assembled in order to investigate the issue. H3 other text : see h10.

Event description:
It was reported bd smartsite¿ extension set had blockage issues. The following information was provided by the initial reporter: "unable to flush or aspirate extension set through needle-free valve".